Event description:
The customer stated that the new clinical chemistry creatine kinase reagent lot #52044hw00 yielded biorad quality control results out of range low. Recalibration did not resolve the issue. Controls went back in range when the old lot was reused. There was no impact to pt management reported.

Manufacturer narrative:
An investigation has determined that some cartridges with ck lot #52044hw00, expiration october 19, 2007, may cause decreased qc and / or pt results, increased imprecision, and error code 1054 (unable to calculate result, reaction check failure) when a cartridge is initially placed into use on the architect csystems. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.